Event description:
This is a solicited report by a nurse from the (B)(6) of peritonitis coincident with extraneal and physioneal. The nurse provided the initial report on (B)(6) 2012 stating the home patient obtained peritonitis with minimal details provided. On (B)(6) 2012 the following information was reported by the physician: on (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2012. The patient received remedial therapy with: cefalotine (loading dose 250mg once, then 100mg 4 times a day intraperitoneally) for 10 days as well as tobramycine (48 mg once daily) intraperitoneally for 5 days. Leucocytes remained elevated even after the completion of the antibiotics and the peritonitis was not resolved. On (B)(6) 2012, the physician restarted the antibiotics again with cefalotine (loading dose 250mg once, then 100mg 4 times a day, intraperitoneally, end date, (B)(6) 2012 ) and tobramycine (48 mg once daily, end date (B)(6) 2012). At the time of reporting leucocytes remained elevated the patient was treated with apd till (B)(6) 2012 and from (B)(6) treated with capd. No extraneal used from (B)(6) 2012. Outcome: ongoing and unchanged. The root cause of peritonitis was reported as urosepsis and pneumonia.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, the lot number was not provided, and the user did not describe any types of use errors or other issues that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.